Manufacturer narrative:
The pump was returned for pump error 38, 43 and 130 alarm found on 06-jan-2023. Unit passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. History/trace files downloaded successfully using thump software. No unexpected pump error 38, 43 or 130 noted during testing. Pump error 38 was present in the history download on event date of 01/06/2023 at 12:44:39.000. Pump error 43 was present in the history download on event date of 01/06/2023 at 12:15:47.000. Pump error 130 was present in the history download on event date of 01/06/2023 at 08:45:26.000. The pump error 130 alarms located in the pump history file may have been an intermittent failure that was not detected during our testing. Pump passed the leak test. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor and the motor home switch. The sc1 cap locks properly into place. The following were noted during visual inspection: scratched case. Pump error 38 and 43 confirmed due to moisture damage on the motor and the motor home switch. Customer allegation for pump error 130 found in history files however not found during testing, therefore, pump error 130 not confirmed. Moisture damage confirmed on the motor and the motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 770g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 38, pump error 43 and pump error 130. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer will discontinue using the insulin pump and will be returned for analysis.